Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips which cut the cystic artery. The patient began to bleed and the procedure was converted to a laparotomy. The patient received four units of blood.

Manufacturer narrative:
Date sent: 2/24/2009: information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.